Event description:
Follow-up revealed surgical intervention addressed the patient's issue.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was no longer secure in the pocket due to significant weight loss. As a result, the patient underwent surgical intervention to have their ipg pocket relocated and their ipg explanted/replaced.